Manufacturer narrative:
There is no indication that the patient experienced pain or instability in the decade of use prior to the receipt of the information requesting additional thickness of poly inserts for a revision surgery. Analysis of production records reveals no anomalies relating to the manufacture of this device, and the intervening decade of use since initial surgery precludes accurate assessment of the root cause of this adverse event due to the possibility of contribution of certain patient factors. No additional information has been provided to the manufacturer for analysis.

Event description:
The patient reported experiencing instability in the knee 10+ years post-op. The surgeon has requested a thicker poly insert for a revision procedure.